Event description:
The device was returned for service. During service, baxter service technician reported that the pump powered up with failure code. 531. The hospital rep did not have info regarding reports of any pt incident involving this pump since the last baxter service event.